Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with additional relevant information.

Event description:
This report is filed since the clip delivery system was bending in an unanticipated direction while in the left atrium. It was reported that this was a mitraclip procedure treating functional mitral regurgitation grade 4. One mitraclip was successfully implanted. The second clip delivery system (cds 70929u196) was advanced to the left atrium (la). Once in the la, excessive bending into the medial direction was noted while pointing the cds handle forward and while using the lock lever and unlocking the clip. The device was removed without problems and a new cds was used and was successfully implanted lateral to the first implanted mitraclip, reducing the mr to grade 1-2. There was no adverse patient effect and there was no clinically significant delay in procedure. There was no additional information provide regarding this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported delivery catheter (dc) shaft bend was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulty positioning the dc shaft appears to be consistent with normal function of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.